Event description:
The customer reported that insulin squirted out during the manual prime process, and it continues dripping after the motor stops. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.